Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, when they cut the left upper lobe of the lung, the stitching was badly formed. The suture nails were not normally closed and formed in the blood vessels. They ligated the blood vessels with suture to complete the case. There was no patient injury.